Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found.

Event description:
It was reported that during an implant procedure, the left ventricular lead could not be fixed. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.